Manufacturer narrative:
According to the site's robotics coordinator, the patient's intra-operative complication was caused by surgeon user-error. He indicated that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient sustained a vessel injury while undergoing a da vinci surgical procedure. However, according to the site's robotics coordinator, the patient's injury was caused by surgeon user-error. The robotics coordinator also indicated that no malfunction of the da vinci surgical system occurred.

Event description:
It was reported that during a da vinci single-site cholecystectomy procedure, an unspecified clip came off. The surgeon was able to re-clip using a new clip. The patient came back at an unspecified time with complaints of abdominal pain, nausea, and vomiting. No additional information was provided. On (B)(4) 2014, isi contacted the site's robotics coordinator and obtained additional information regarding the reported event. The robotics coordinator was present during the da vinci surgical procedure. After successfully applying 3 clips to the cystic artery using a medium-large clip applier instrument, the surgeon reached behind the vessel with a permanent cautery hook instrument. According to the robotics coordinator, the vessel tore while the surgeon was burning and pulling on the artery using the permanent cautery hook instrument. He was not sure if the vessel injury occurred because of the actions of burning and/or pulling. The surgeon immediately clamped down on the injured vessel with a crocodile grasper instrument and then applied another clip with the medium-large clip applier instrument. Hemostatic agent was also applied. After observing the vessel for a few minutes, the surgical staff determined that there was no additional bleeding observed. The da vinci surgical procedure was completed. The patient was discharged home the same day. Later that same day the patient came back to the hospital with complaints of nausea, vomiting, and abdominal pain. A CT-scan revealed fluid in the patient's pelvis and around the patient's liver. The site determined that the fluid was blood and there was no evidence of a bile leak. The patient was hospitalized for 3 days after developing a post-operative ileus. She was treated with nausea control medications and IV pain medications. The robotics coordinator indicated that the patient did not undergo any additional post-operative surgical procedures. The patient was discharged home on post-operative day 3. He stated that there was no malfunction of the medium-large clip applier instrument, the permanent cautery hook instrument, or any clips. He stated that the vessel injury was caused by surgeon user-error.